Manufacturer narrative:
The hygiene microbiological investigation report indicated the channels of the scope were cultured and an unspecified number of revivable aerobic microorganisms for both results. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unspecified number of revivable aerobic microorganisms for both results. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to b3 and e1of the initial report. Please see b3 and e1 for further information.correction to h6 "component code" of the initial report, "4755 - part/component/sub-assembly term not applicable" is being corrected to "841-imager".this report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided cds processes where information to judge deviation from the instructions for use (IFU) was not identified.olympus provided the following result of the culture test, performed at the third-party labs: sampling date: 24 apr, 2024 sampling from: all channels cfu: 2cfu bacterial identification: micrococcaceae, moraxella osloensisthe device was evaluated where no abnormalities were found that could have led to the reported event.a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.